Event description:
The peritoneal dialysis (pd) patient reported she felt full during fill 1 and was having trouble breathing on the liberty cycler. The patient performed a stat drain and began feeling better. During fill 2, she reported feeling full again and not being able to breathe. The patient performed another stat drain to relieve her symptoms. The patient went to the clinic the next morning and drained 1900 ml manually. Technical service reviewed the patient's previous treatment: see scanned table. The patient drained 196% of the prescribed fill volume. This is a reportable iipv event. The patient did not complete therapy due to feeling full.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the iipv event cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records have been requested, and a supplemental MDR will be submitted if additional information becomes available.